Manufacturer narrative:
Date explanted: the date (B)(6) 2014 is considered an approximate explant date (only month and year was reported). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug (drug concentration and dose rate not reported) via an implantable pump for non-malignant pain and reflex sympathetic dystrophy syndrome (rsd) / causalgia ¿ complex regional pain syndrome it was reported that the pump was removed in (B)(6) 2014 due to infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.